Event description:
Pump began alarming with an acute high negative bladder pressure of >-100 and pump was alarming. It was noted the better bladder was sucked into itself with very little blood in it. A 1.1l volume was given to the pt and bladder remained concave. Air was aspirated from the hard shell case that encases the bladder in an attempt to expand it. It took approximately 240ml of air aspiration to get the bladder to open up. There was no air in the actual circuit. Pump began running at a higher flow but bladder continued to collapse multiple times. It was later determined there was a crack in the hard shell that was allowing air to be sucked in around the bladder. The leak was in a seam back to the inter chamber and outer housing. This caused the bladder to collapse. Manufacturer response for ECMO bladder, bigger better bladder (per site reporter): the manufacturer is in touch with a member of the FDA and hospital staff.